Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to illness, and the insulin pump alarmed button error. It was stated that the customer's blood glucose has been erratic due to the illness. The blood glucose reading at time of call was 8.0mmol/l. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.